Event description:
During a follow-up approx one month ago, the magent rate of 83-84 ppm was observed. As per the dr's request, the device was replaced. When trying observe the pt's intrinsic rate by decreasing the pacing rate down to 50 ppm, no pacing spikes were observed on the ECG. After explant, the device should not be required.

Manufacturer narrative:
The observed no output was the result of low module voltage due to a malfunction in the power supply source, bt 1.